Manufacturer narrative:
Suspected catalogue #: 2c4711k, 2c1009kp, or 2c4009k. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) unspecified baxter elastomeric pumps underinfused medication to the patient. The expected therapy time was 48 hours; however, it was observed that the three devices incompletely administered the medication dose in the expected time. There was no patient injury or medical intervention associated with this event. No additional information is available.